Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was up to 300 mg/dl. During troubleshooting with tandem technical support, the customer declined to remove the site.